Event description:
Reportedly, the user experienced 2 episodes of stimulation on the right eye. One was reported to be right after the last mapping on (B)(6) 2019 and the second one on (B)(6) 2021. Moreover, on both occasions the stimulation reportedly stopped spontaneously after approximately one to two weeks. Despite requested, no additional information could be yet retrieved.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition, facial nerve stimulation was observed with stimulation of the most basal channel, being this possibly attributable to a side effect of cochlear implantation. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been yet received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user experienced 2 episodes of stimulation on the right eye. One was reported to be right after the last mapping on (B)(6) 2019 and the second one on (B)(6) 2021. Moreover, on both occasions the stimulation reportedly stopped spontaneously after approximately one to two weeks.